Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was surgically abandoned. During the procedure, the rv lead appeared to be moving on x-ray. This ICD remains in service. The rv lead is a competitor product. No additional adverse patient effects were reported.